Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a company representative regarding a patient receiving unknown baclofen via an implantable infusion pump. The drug was later noted as gablofen; however, the dates of gablofen therapy were not provided. The indications for use were noted as intractable spasticity and cerebral palsy. The pump was overdosing the patient so it was removed in approximately (B)(6) 2013. The overdose symptoms started in (B)(6) 2012. The patient would pass out at random times, and they thought he was having seizures but that was ruled out. The patient passed out 3 to 4 times within a 6 month period and each time he would have to be admitted to the intensive care unit (ICU), and the pump would need to be turned off until the medication wore off. Fluoroscopy tests were performed and they came back normal. The change in symptoms was considered sudden. The situation was resolved. Further follow-up was being conducted to obtain clarifying information regarding the event. If additional information is received, a follow-up report will be sent.

Event description:
On 11/24/2015- additional information was received from a consumer via a company representative indicated the device was removed on (B)(6) 2013. The device had to be explanted due to a malfunction.